Event description:
The customer reported a distorted display. There was no report of patient involvement. The mode during use was not reported.

Manufacturer narrative:
(B)(4). The customer reported a distorted display. There was no report of patient involvement. The mode during use was not reported. The device was evaluated by a philips field service engineer and the issue was verified. The fse stated the display was not readable. The display was found to be defective. Replacing the display assembly resolved the reported issue. The device passed testing and was returned to service.